Event description:
It was reported that the customer received recurring compromised force sensor system alarms. His blood glucose level was 184 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had a broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.